Event description:
Additional information was received and stated that the patient was stable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01) gtin is not available.

Event description:
It was reported that patient underwent a plif (l3/4/5) for lumbar spinal canal stenosis on (B)(6) 2025. The surgery was completed successfully without any surgical delay. There were no problems during or immediately after the surgery. Additionally, the x-ray taken on (B)(6) 2025, showed no problems. However, on (B)(6) 2025, the patient had difficulty moving, so an x-ray was taken. It was confirmed that the l4/5 right cage was backed out. When compared with the x-ray image taken on (B)(6) it was confirmed that the screw head of the right l5 had moved caudally. Due to the unclearness of the CT images, it was not possible to clearly confirm the deviation of the set screw. However, it was thought that this may have been caused by the release of intervertebral compression due to loosening of the set screw. A revision surgery is planned in the future. The surgeon's comments on the cause are as follows: "it is possible that the set screw loosened and the vertebral bodies widened, causing the cage to back out. X-ray images taken immediately after surgery and on the 17th confirmed that the position of the screw head had changed. However, the CT and x-ray images were unclear and the loosening of the set screws could not be confirmed, so a definitive conclusion could not be made."